Manufacturer narrative:
The investigations of both events could not identify a product problem. The cause of the events could not be determined. There were no follow up/corrective actions for one event. The follow up/corrective actions for one event were: the reagent pack was replaced. The rinse mechanism assembly, probes, and syringes were checked. Calibration, controls, and precision studies were performed; these were within specifications. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 2 malfunction events. Erroneous non-reproducible results were generated by two cobas 8000 c 702 modules. The events involved a total of 25 patients with the following: 25 erroneous results for crep2 creatinine plus ver.2.